Manufacturer narrative:
Product event summary: the device was returned, analyzed and analysis of the device was inconclusive. Performance data collected from the device was also received and analysis of the device memory indicated a full electrical reset. It was noted there was a memory power on reset (por) and multiple pors with corrupted date data.

Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) and it was noted the implantable cardioverter defibrillator (ICD) had previously exhibited a power on reset (por). It was noted that due to the reset, the "identification function setting was programmed off" and the inappropriate therapy was delivered after the patient's pulse exceeded the parameter set for the defibrillation therapy. In addition, battery depletion was observed due to the inappropriate therapy delivered by the ICD. The device was reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.